Event description:
Overdelivery secondary to user misprogramming reported. The pt was to receive morphine at a continuous rate with as needed titration from 1mg/hr to 5mg/hr. He experienced respiratory depression which required the administration of three doses of narcan. Customer investigation indicates that the rate was inadvertently set at 50mg/hr instead of 5mg/hr. The pt responded to the narcan and no adverse sequelae were reported.